Event description:
It was reported that the patient never experienced therapeutic effect following implant of an implantable neurostimulator (ins). The patient experienced a loss of bladder control beginning three days after implant and could not feel any stimulation. Reprogramming was performed about four weeks ago, but it did not resolve the issue. The ins was confirmed to be on, and the four programs on the patient programmer were reviewed with the patient. With programs 1 and 2, the patient felt stimulation on top of her right leg and buttock, with program 3 stimulation was felt in the right leg and knee, and with program 4 stimulation was felt in the right upper leg. No programs caused stimulation in the "bike seat area." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v817056, implanted: (B)(6) 2011, explanted: na. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).